Manufacturer narrative:
Radiometer investigation has concluded that operator failed to prepare the blood sample, which caused a blood clot to enter and get stuck in the analyzer. Root cause traced to user.

Event description:
According to the complaint, on (B)(6), 2023, the po2 calibration failed during the calibration on an abl800 flex analyzer, it was caused by the residual blood clot on the o2 electrode. The correction: the engineer wiped the po2 electrode rod with an electrode brush to remove surface crystals, wiped the inside of the electrode with a cotton swab to remove internal blood residues, and then recalibrated. The instrument has now returned to normal. There was no harm reported.